Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the required charging equipment and trying various troubleshooting steps. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer service team arranged to send a replacement pump with updated software, advised on backup insulin delivery using mdi, and provided instructions for returning the malfunctioning pump.